Event description:
The patient reported, she received an e4 (occlusion) error message on her insulin infusion device this morning. The patient stated, she discovered through routine testing that she had an elevated blood glucose reading of 567 mg/dl with her normal range being 80-120 mg/dl. She stated her symptoms were thirst and frequent urination, and she treated her blood glucose levels by insulin injection. To troubleshoot, the patient was instructed to disconnect from the infusion headset and run a bolus into the air through the tubing which went through without occlusion. She was then instructed to check her infusion headset expiration date and she found she was using an expired product. She was instructed to remove the headset which she did and discovered the cannula was bent. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced.

Manufacturer narrative:
No product will be returned for evaluation.